Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Event description:
¿ Hamilton medical ag received the following incident description: during use, a ¿cuff leak¿ alarm occurred and continued. As a result, the hospital requested repair of the intellicuff device. After checking the operation, it was found that it only pressurized to about 18 hpa at a setting of 25 hpa. ¿ there was no patient harm reported. Medical intervention has taken place, the intellicuff device got exchanged. ¿ the provided information reasonably suggests that the device has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Investigation outcome: the intellicuff device was reported to generate a persistent ¿cuff leak¿ alarm during use. Patient involvement was reported, and medical intervention was required, including exchange with another intellicuff device. No health consequences or impact occurred. As correction, the intellicuff unit was replaced and the affected unit was removed from service. No additional complaints have been reported following replacement, and the issue is considered resolved based on available information.